Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that a rod was broken. A revision surgery was done to replace the broken rod. No further details are known at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. However, x-rays show "severe local thoracic scoliosis apex right about 90 degree from t4-t10. Well corrected with pedicle screw construct t2-l3. Rod breakage noted at about t8 with minor loss of connection. Greatest loss is in connection with kyphosis."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.